Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
Procedure was completed with 030813. The patient got post operative bleedings. There had to be a reoperation. Bleeding came straight out of clamp suture row. Bleeding was stopped. More details will be provided soon. Instrument part of a kit: item code kit-de-0094 lot p5c0818x

Manufacturer narrative:
(B)(4).